Event description:
It was reported that during a lap cholecystectomy the clip fell out of the devices. The clips were manually retrieved out of the abdomen. A third device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.